Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. Insulin pump was received with cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube, faded serial number label, partially broken reservoir tube lip, missing reservoir tube retainer, missing reservoir tube o-ring and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir lip had came off and cracked and there was crack on the back of the battery housing. The customer¿s blood glucose level was 72 mg/dl and 87 mg/dl and customer took injections this morning. The customer also reported that the reservoir was not able to lock in place when inserted in insulin pump. The insulin pump will be returned for analysis.